Manufacturer narrative:
Pump was received with no up and down button response due to corroded up and down keypad traces. No button error alarm noted during testing. Unable to perform a21 test due to no up and down button response. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 184 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.